Manufacturer narrative:
(B)(4). Evaluation summary: analysis noted blood and saline on the guide wire exit port and on the tip, as well as blood on the retrieval tray. This is consistent with handling during the procedure. No damage was noted on the retrieval catheter. As the guide wire used in the procedure was not returned, an attempt was made to load a new 0.014 inch guide wire into the retrieval catheter. This attempt was met with resistance at the guide wire exit port and the guide wire was unable to advance further. The retrieval catheter was then soaked in warm water overnight and the lumen was flushed with warm water. A new 0.014 in guide wire was backloaded with the retrieval catheter straight and no resistance was noted. This was repeated with the retrieval slightly curved and the guide wire experienced resistance due to an unknown blockage approximately 1mm distal to the guide wire exit port. The guide wire exit port was dissected and an abnormality was discovered in the lumen. This confirmed the reported event. It was noted that the stainless steel wire was visible through the guide wire exit port. Normally, this wire would have been covered by the shaft material. It was not clear whether the wire was exposed because of the dissection or if an abnormality was present in the weld at this location. Potential causes for difficulty loading the retrieval catheter onto the guide wire include manufacturing and damage to the guide wire. As the analysis was able to confirm the difficulty even with a new guide wire, it appears unlikely that the original guide wire was the source of this event. Due to the inability to load the retrieval catheter onto the guide wire, an additional retrieval catheter was used to complete the procedure. A definitive cause for the noted abnormality at the guide wire lumen and resultant difficulty loading the retrieval catheter onto the guide wire cannot be determined. A review of the finished product lot history record did not reveal any related nonconforming material records for this lot. All retrieval catheters are subjected to guide wire movement checks. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that when attempted to load the emboshield nav6 retrieval catheter onto a 0.14 guide wire, the wire could not exit the rapid exchange port. A second emboshield nav6 retrieval catheter was loaded onto the guide wire and was used successfully. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete.